Event description:
It was reported that the patient experienced stable angina. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the first right posterior lateral branch with 85% stenosis and was 21 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with stable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was administered to treat the event. Two days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.